Event description:
On 3/24/2006, the physician attempted an arteriotomy closure using the starclose device in the cfa after a diagnostic procedure. The operator did not reglove and reprep the puncture site prior to the procedure. Five days later, patient returned to the radiology department and was positive for right groin edema, redness, erythema and exudate at puncture. Negative for fever or lymph node enlargement. A right groin and leg ultrasound was done and was negative for deep vein thrombosis, abcess "pockets", hematoma, pseudoaneurysm, arterial occlusion or arterial stenosis. Patient was noted by hospital staff to have poor personal hygiene. The patient was released from the emergency department with diagnosis of right groin cellulitis and was given a prescription for keflex 500mg tid x 10 days. Patient follow up with his primary care physician on 4/4/2006 and the puncture site was improving.